Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that in the last few days, multiple cartridge alarms (cartridge alarm 19) were received with multiple cartridges during basal delivery. The customer's blood glucose level was impacted (over 400 mg/dl). The customer reverted to manual injections.